Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetic ketoacidosis. She was wearing the pump at the time of the hospitalization and it was removed upon admittance. Customer reported symptoms of exreme thirst, dehydration, and vomiting. The blood glucose reading was 380 mg/dl at the time of hospitalization and later reached 439 mg/dl. Customer was treated with an IV drip and manual injections. Customer also reported it was determined that the diabetic ketoacidosis was the result of a medication she was taking at the time. No further information was reported.